Event description:
Customer called to find out where the control ranges could be found. Customer service found that the breeze meter was in mmol/l rather than mg/dl. Customer did not adjust diet of medication based on the results. Customer service assisted customer to change the meter back to mg/dl.